Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-01318. (B)(4). Approximate age of device ¿ 22 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2012 and underwent a pump exchange on (B)(6) 2016 due to thrombus. It was reported that the patient expired on (B)(6) 2016. No details regarding the patient's expiration were provided. Additional information was requested but was not provided.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Additional information: information received on 11/07/2016 stated that the patient did poorly after having received a pump exchange for thrombosis. The patient developed right heart failure, hepatic dysfunction and respiratory failure which required multiple reintubations. No further information was provided.

Manufacturer narrative:
The pump was returned with the driveline intact. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed yellowish-red, non-laminated depositions of soft tissue and blood extending in the lumens of the outflow graft and outflow elbow. Clotted blood was noted in the lumens of the knitted graft and inlet elbow, in the inlet stator, and on the body of the rotor. The depositions appeared to have developed acutely due to poor surface washing as a result of a low flow event or an interruption in flow; however, a specific cause for an interruption in flow could not be conclusively determined. A specific correlation between the depositions found in the evaluation of the pump and the patient's reported expiration could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.